Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the tip of the prograsp forceps instrument broke while in use and could not be removed through the cannula. There was no observation of detachment or fragments falling into the patient anatomy. The instrument was removed with the cannula and a back-up da vinci instrument of the same kind was utilized to complete the procedure as planned with no report of injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage or abnormalities observed during inspection of the prograsp forceps instrument prior to use. The instrument and cannula were removed together because the wrist of the instrument could not be straightened due to physical damage, however, an increase in the port incision size was not required for removal and no fragments fell inside the patient anatomy during the event. After completion of the procedure, the instrument was confirmed to be bent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis evaluation and confirmed the customer reported issue. The prograsp forceps instrument was found to have the grip completely broken from the main tube. There were missing fragments, however, the broken grip was returned. The instrument was also found to have a broken main tube as a result of the broken grip at the distal end. The components adjacent to the broken main tube showed damage.